Event description:
It was reported that a spectrum pump had a constant upstream occlusion alarm. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant upstream occlusion alarms. Evaluation found the upper reading on the ultrasonic sensor to be out of specification caused by a failed upstream sensor. The failed upstream sensor and upstream pusher were replaced.